Manufacturer narrative:
(B)(4).

Event description:
It was reported that after patient was implanted they had experienced irritation at the chest incision site. Physician had determined this to be an infection and had explanted both the generator and leads entirely. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure no additional or relevant information has been received to date.